Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.25 x 12 xience v nano; 2.5 x 15 mm xience v. (B)(4) re-insertion. The stent remains in the anatomy. The stent delivery system was received. Investigation is not yet complete. A follow-up will be submitted with all available relevant information.

Event description:
It was reported that during a procedure of the severely calcified left anterior descending artery (lad), after pre-dilatation with a 1.5 x 15 mm trek rx balloon catheter, the 2.5 x 28 mm xience v stent delivery system (sds) met resistance during advancing and the xience v sds was removed. The vessel was dilated and the same xience v sds was reinserted and advanced with resistance to the lesion. During the attempt to remove/reposition the sds it was noted that the stent had dislodged off the balloon near the target lesion. There was no attempt to inflate the sds balloon. The sds was removed and a 1.5 x 15 mm trek rx balloon catheter was used to deploy the stent at the target lesion. A 2.5 x 15mm trek rx was used to fully oppose the stent to the vessel wall. A 2.25 x12 mm xience v nano was placed more distal to the stent and a 2.5 x 15 mm xience v was placed proximal. There was no reported adverse patient effect. It was noted that the patient returned within 24 hours with acute stent thrombosis proximal to the stented area in the ostium of the lad and obtuse marginal (om). A non-abbott aspiration catheter was used to remove the thrombus and an unspecified balloon catheter was used to balloon the entire stented area of the vessel. It was noted by the physician that the thrombosis was not located in the stented area but was located proximal to the stented area at the bifurcation. The patient was reported in good condition and remains hospitalized 3 days post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent remains in the anatomy. An analysis of the returned stent delivery system confirmed the reported stent dislodgement. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. The stent implant likely became disrupted on the balloon and subsequently dislodged as a result of interactions with the calcified lesion and/or accessory devices as the catheter was withdrawn from the anatomy and reinserted. It should be noted that the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter.